Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when the patient was ambulating to the bathroom with the pump still plugged in, they felt a shock from touching the IV pole. The clinician started at the outlet and began following the power cord toward the pca pump and noticed the cord appeared nearly severed. There was no harm to the patient.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event 'shock from IV pole (patient)' was not confirmed, however, is attributed to the severed power cord. An external and internal inspection was performed, and it was observed that the power cord was damaged. All other inspected components were manufactured by bd. By replacing the severed power cord with one in good condition from the dchu facilities. The pcu s/n 14242312 passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). At the end of the tests, the original power cord was reinstalled. A review of the logs was performed on the date mentioned by the facility (10jun2025), and no malfunctions, errors, or anomalies related to the reported event were found. During the event reported by the facility (june 10, 2025), at 12:12 pm, the suspect pcu was connected along with a pca 8120 s/n: 14571685 on channel a. A 30 ml bd syringe was selected, and it was programmed with a rate of 1 ml/h and a vtbi of 26.59 ml. Bd alaris system user manual (v9.33) should an instrument or accessory be dropped or severely jarred, it should be immediately taken out of use and inspected by qualified service personnel to ensure its proper function prior to reuse. If an instrument appears damaged, contact carefusion for authorization to return it for repair. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the power cord. Device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the probable root cause of the reported event 'shock from IV pole (patient)' was determined and is attributed to the severed power cord. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when the patient was ambulating to the bathroom with the pump still plugged in, they felt a shock from touching the IV pole. The clinician started at the outlet and began following the power cord toward the pca pump and noticed the cord appeared nearly severed. There was no harm to the patient.